Manufacturer narrative:
The reporter indicated that product was available for return; however, the sample has not been received from the customer. Smiths was unable to confirm the issue or determine a possible cause without returned product evaluation. The device history could not be reviewed without a reported lot number as a reference. A follow up report will be submitted should samples become available for analysis. No additional action is necessary at this time.

Event description:
The reporter stated that the patient had been biting his endotracheal tube and a tracheotomy was performed. A broken piece from a secureeasy was found in the bronchus of a patient during a fiberoptic endoscopy following the tracheotomy. The piece was extracted and there were no clinical consequences for the patient.